Event description:
During a laparoscopic procedure, one jaw of the grasper forceps allegedly broke off inside the pt's abdomen. Doctor decided to leave in abdomen since it was stainless steel, blunt, and would be less harmful to the pt than retrieving it.